Event description:
It was reported that the customer experienced two low blood glucose (bg) levels of 11 mg/dl and 18 mg/dl. The low bg causes were not known. The customer consumed carbohydrates and glucose tablets to address the low bgs. However, the customer received third party assistance from emergency medical services (ems), who provided additional insulin and instructed the customer to not use the pump until bg levels stabilized to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.